Event description:
The trigger of the handle was squeezed, and it made a crunching noise. Those during the procedure do not know if it is the handle or the stapler. The stapler is covidien. Ref number is egia45amt. The lot number is p3c0192. Expiration is 02/28/2028.